Manufacturer narrative:
(B)(4). (B)(6). This is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) a fragment of the cartridge broke off into the patient's eye. It was completely removed by the surgeon with no harm to the patient. No further information was provided.

Manufacturer narrative:
The cartridge was not returned to the manufacturer for evaluation. A photo was provided and was evaluated. The tip of the cartridge was observed deformed. Also, a crack was observed at the cartridge tip section. Based on the evidence observed, the condition of the unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece during surgical process. The rod tip protruded through the cartridge tip creating a crack (shaped hole). The customer reported complaint was verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. The product was manufactured and released according to specification labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.